Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (mt20649/(B)(4)) that was being used with the sensor at the time of the reported event was returned on 10/24/2014. The receiver was visually inspected and no defects were found. Global receiver functional testing resulted in no failures related to the customer's complaint. The receiver data log was downloaded and reviewed. Receiver data log did not confirm customer complaint. Customer complaint could not be verified.